Event description:
Approx 6 months following placement of an interbody implant with pedicle screw fixation, the pt reported experiencing pain. Surgeon reported screw components had separated and interbody implanted had migrated. Revision surgery was performed and the affected screw was replaced. No pt injury occurred.

Manufacturer narrative:
(B)(4). The product has not been evaluated as the date of this report. The root cause of the reported event is unk. The interbody implant was reportedly repositioned and the affected screw component was replaced. Review of the device history record noted no material, treatment or dimensional non-conformance. Product labeling indicates "... Potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury."